Manufacturer narrative:
(B)(4). The investigation revealed that after the phone conversation with client it turned out that the button of the radiography on the console hand switch was pushed. This was considered as a user error.

Event description:
The customer reported that there was no more fluoroscopy, no more radiography and the pt on table.